Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  Manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Concomitant products: non-biosense webster, inc. Product - st. Jude medical brk-1 gr. Xs 71cm brockenbrough transseptal needle, catalog #: unknown, lot #: unknown. Biosense webster, inc. Product - carto 3 system catalog #: unknown, serial #: unknown. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a pulmonary vein isolation (pvi) ablation procedure for paroxysmal atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring epicardial puncture and surgical intervention. Right pulmonary vein (rpv) isolation was completed successfully. Left vein isolation posterior, inferior and anterior ablation was performed, and during this process, a perforation of left atrium (la) occurred. Epicardial puncture was performed. The patient was then transferred to surgery to fix the wounded right ventricle, which was wounded due to epicardial puncture complications. The patient was reported in stable condition and was moved to the intensive care unit (ICU) for recovery. Extended hospitalization was required as a result of the adverse event. Patient¿s condition improved and then it fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was caused due to high power and high contact force applied during the ablation. The physician did not attribute the causality of the adverse event to a biosense webster, inc. Product malfunction. There were no factors cited such as patient¿s disease or anatomy that might have contributed to the causality of the event. No error messages were observed on any biosense webster, inc. Equipment during the case. Transseptal puncture was performed with a brk-1 gr. Xs 71cm brockenbrough transseptal needle. A fast cath swartz 8,5 sl1 63 cm was used during the case. The generator was used in power control mode at 50 watts with a temperature cut-off at 37 degrees. The ablation times were short, 30 sec longest at the left atrium (la) ridge. The power did not titrate during the ablation. The catheter irrigation was set at 15 ml/min. The patient received anticoagulant (unspecified) during the procedure, the activated clotting time (act) was maintained within standard limits (300-350 seconds). The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were stability: 3mm; time: 3 seconds and standard ablation index values. The additional filters used with the visitag were force 25 % 3g tag index ant: 500-550 pst 400-450. The color option used prospectively was ablation index. All visitag¿s were within the normal range, only at the left atrium (la) septum there was a visitag with high contact force values and ablation index higher than 600. The catheter was not in close proximity to another catheter and it was zeroed in the left atrium after warm-up phases. The carto 3 system did not indicate to re-zero the catheter.